Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. A single stick was utilized to gain a lower positioned access. The arteriotomy was 8.0mm, no calcification or tortuosity, with a depth measurement of 3.5cm. No issues were encountered while attempting to advance or withdraw the procedural sheaths. The manta device was deployed to the measured depth, and following deployment, pulsatile bleeding was seen. Pressure was applied for five minutes, balloon inflation was applied to tamponade, and a covered stent was deployed to address the bleed. Time to hemostasis was thirty minutes, no blood transfusion was required, and the patient outcome post stent placement was fine. The suspected root cause of the extended hemostasis requiring a covered stent may be potentially due to user error in not utilizing guided ultrasound for access, and a low positioned access. A low positioned access may impede the collagen plug capability due to the possibility of not achieving an optimal seal and causing more difficulty to control bleeding. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Per procedural requirements as indicated in the IFU: pre-procedure cta is recommended to assess femoral artery anatomy; and arterial access should be gained using micro-puncture technique using in ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery.

Event description:
As reported: the physician deployed the 18f manta per IFU. After deployment, the patient was still bleeding. Manual pressure was held for 5min, but the patient continued to bleed. The physician used an 8mm x 4mm balloon at 10atm for 1min, but the patient did not have hemostasis. The physician decided to deploy a covered stent. Additional information was received on 20jan2023: it was reported during a tavr procedure, single access was obtained lower in the right cfa. The rcfa vessel was measured 8mm. No calcification or tortuosity was reported in the vessel. The measured manta depth was 3.5cm. There were no reported complications with the procedure sheath during the tavr case. Prior manta deployment, protamine was administered intravenously. The patient had pulsatile bleeding after manta deployment. The patient did not receive any blood products or transfusions. Time to hemostasis was 30min. Patient's current condition was reported as fine post stent placement.

Event description:
As reported: the physician deployed the 18f manta per IFU. After deployment, the patient was still bleeding. Manual pressure was held for 5min, but the patient continued to bleed. The physician used an 8mm x 4mm balloon at 10atm for 1min, but the patient did not have hemostasis. The physician decided to deploy a covered stent. Additional information was received on 20jan2023: it was reported during a tavr procedure, single access was obtained lower in the right cfa. The rcfa vessel was measured 8mm. No calcification or tortuosity was reported in the vessel. The measured manta depth was 3.5cm. There were no reported complications with the procedure sheath during the tavr case. Prior manta deployment, protamine was administered intravenously. The patient had pulsatile bleeding after manta deployment. The patient did not receive any blood products or transfusions. Time to hemostasis was 30min. Patient's current condition was reported as fine post stent placement.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.